Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n157578, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 20 mg/ml at 7.79 mg/day and bupivacaine 12 mg/ml at 4.67 mg/day via an implanted pump system. An alarm due to normal end of service (eos) being reached after seven years occurred on (B)(6) 2015. The patient was hospitalized due to the eos and withdrawal. The patient had since been released from the hospital. They were on patches and doing fine. The pump was to remain in the patient's body because they were too high risk for a surgical procedure to remove it due to their age. This was also the cause for the eos occurring while the pump was implanted as the patient was too old to have a surgical replacement. The patient would no longer have a managing physician because they were no longer using the pump therapy.